Manufacturer narrative:
S/w version unknown. Retainer ring = black. The pump was returned for cosmetic damage on battery tube compartment found on 10/15/2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. Unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly with no unexpected blank display noted. Unit was confirmed for physical damage on the battery tube compartment area. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.